Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the anvil that forms the staples is missing. After firing the instrument the complete staple row was without formed staples in the tissue. All tracks had to be retrieved. The damaged tissue had to be re-resected and the anastomosis was finished by hand. No person injured, extension of op by more han 30 minutes, no blood loss, no extension of incision, no change of op, no further loss or damage to tissue, no reinforcement material used.